Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2021. 5071-53 lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with possible incision issues one month after the implantable cardioverter de fibrillator (ICD) system was implanted. Upon testing and x-ray, the right ventricular (rv) lead had dislodged into the atrium and the epicardial lead incision was ¿oozing¿. During rv lead reposition, when the physician opened the device pocket, it appeared to be infected. The physician decided to remove the ICD system. No further patient complications have been reported as a result of this event.